Event description:
On 2/1/99, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: rhinorrhea, allergic rhinitis, coughing, wheezing, chest tightness, tingling of the mouth, difficulty swallowing and urticaria.